Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump powered up properly after battery installation. The unit was received with its operating currents within specification. No low battery alerts were noted. The following physical damage was found: stripped battery cap coin slot (p), minor scratches on the lcd window, and cracked casing at the display window corners and battery tube threads. (B)(4).

Event description:
The customer's sister reported via phone call that the battery cap on her sister's insulin pump could not be removed since the cap was completely worn down. The patient's blood glucose at the time of incident was 429 mg/dl, which she treated with an insulin pen. The customer's sister mentioned that the high occurred due to the customer forgetting to bolus after a meal. Troubleshooting was initiated for battery cap removal. The caller was unable to remove the battery cap with a quarter. When a large, flat-head screwdriver was used, the cap remained stuck. The customer was advised to discontinue use of the pump if the battery became low, but to monitor the pump closely if they continue use. The insulin pump was returned for analysis and a replacement device was shipped to the customer.